Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous left subclavian artery. A 7.0x40x135 cm express ld vascular stent was selected to treat the target lesion. It was attempted to advance into the lesion but it came in contact with the calcification. Thus, it was unable to cross the lesion and the edge of the stent was lifted. The procedure was completed with another of the same device. No patient complications were noted and the patient's condition was good. This product is only ous approved but it is similar to an approved us device.